Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT), non contrast, showed aneurysm sac growth. The physician completed an angiogram and it showed a potential type 3b endoleak. The physician elected to reline the initial device. During the secondary procedure the physician was not able to gain access safely within the main body. The patient had blood loss at access site so the procedure was aborted by the physician. Physician has not scheduled an additional procedure at this time. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the reported type 3b endoleak was confirmed. Additionally there was evidence to reasonably support the following observations; splenic infarcts and left groin pseudoaneurysm. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; non contrast surveillance due to chronic renal disorder, severe remodeling of the system, progressive loss of overlap, and severe calcification. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. To date the devices have not been received and were not available for further investigation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.

Event description:
Additional information received, the patient electively had implanted devices explanted on (B)(6) 2016. The patient is reported to be doing well.